Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Patient age: (B)(6). Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Manufacturing documents were reviewed and no complaint related issues were found. Both handles were dismantled for investigation and it was found that at one handle a ball bearing was damaged and that this device was therefore not functional anymore. The other device had no visible damage. For both devices it can be stated that there was apparently no maintenance carried out over a longer period of time. After the undamaged device was lubricated as required it was fully functional again. The cause is insufficient maintenance in combination with wear and tear. The user should follow the enclosed instructions for dismantling care and maintenance of the 90 device screwdriver. No product fault could be detected.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: reportedly, on (B)(6) 2012 the internal parts of the 90 degree screwdriver set were exchanged but it does not run smoothly. There is no torque when running at the low speed, the device clicks, and stops. The device was used connected to a competitors power tool that was used for a variety of jobs during the operation and performed fine. The speed was low as indicated. This is report 1 of 2 for (B)(4).